Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use cardiosave intra-aortic balloon pump (iabp) automatic inflation failed and device was replaced for use. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d9 (return to manufacture date). Full phone number: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. The fse replaced the drive manifold assembly (0104-00-0031) and test parameters met factory requirements. The following was performed by (B)(4), technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 25 sep 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev j, sn: (B)(6) drive manifold assy. This part was received with a reported unit failure message of automatic inflation failure and drive manifold test failure. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed drive manifold assy, into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn 0070-00-0639 revision r. Performed all manifold leak tests and failed drive manifold leak test with result of vacuum leak diff prs. 187mmhg, pressure leak diff. Prs. -268mmhg. Also, failed the autofill test during pumped the cardiosave test fixture. The fat dept. Verified the failure message of automatic inflation failure and drive manifold leak tests failed. Drive manifold assy. Failed testing.

Manufacturer narrative:
Updated data: b4, e1, e2, e3, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected data: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. The fse replaced the drive manifold assembly (0104-00-0031) and test parameters met factory requirements. The following was performed by (B)(6), technician of the maquet. Failure analysis and testing (fat) department wayne, the failure analysis and testing department received the following part associated with this complaint: asco drive manifold assy. This part was received with a reported unit failure message of automatic inflation failure and drive manifold test failure. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed drive manifold assy, into the cardiosave test fixture and tested to the cardiosave service manual. Performed all manifold leak tests and failed drive manifold leak test with result of vacuum leak diff prs. 187mmhg, pressure leak diff. Prs. -268mmhg. Also, failed the autofill test during pumped the cardiosave test fixture. The fat dept. Verified the failure message of automatic inflation failure and drive manifold leak tests failed. Drive manifold assy. Failed testing. Sending drive manifold assy. To the supplier for further investigation per procedure.

Event description:
N/a.